Event description:
It was reported that when the customer performed the fill tubing process insulin was not flowing through tubing. Customer reports the luer lock was not fastened correctly. Customer reattached luer lock correctly and resumed fill tubing process.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a f/u supplemental report will be submitted.